Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced yellowish exudate and redness in the peg stoma. The patient was treated with amoxicillin + clavulanic acid 875+125mg, twice a day. On (B)(6) 2022, the redness at the stoma was significantly reduced.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg- j tube placement. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Additional information added to d3, d4 and h4.